Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient developed acute respiratory failure with pneumonia. The patient died on (B)(6) 2018. According to the physician, the infection was most likely due to the replacement procedure. There was no evidence of endocarditis or vegetation on the leads. The details around cause of death was unknown as it was not in the hospital, but the physician feels that the infection was a probable contributor. The extraction procedure went well and is not considered to be related.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was presented back to the electrophysiology laboratory on (B)(6) 2018. This device and lead system were explanted due to infection. All implanted products were successfully explanted.